Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered safety mode. Additionally, it was suspected that this device delivered inappropriate shocks; however, this could not be confirmed limited operation available for safety mode. The physician subsequently elected to turn off tachy therapy for this patient. Ultimately, the ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This ICD has not been returned for analysis.